Manufacturer narrative:
Device is a combination product. Promus element mr ous 2.25 x 16 mm stent delivery was returned for analysis. No stent was returned for analysis. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture was within maximum crimped stent profile measurement. The balloon profile was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the balloon body. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft identified a break at 109cm distal to the distal end of the strain relief. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 08jul2019, it was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery .a 2.25x16mm promus element drug-eluting stent was advanced but failed to cross the lesion. There were no patient complications reported. However, returned device analysis revealed hypotube and stent detachment.